Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pain around the implant site was noted. The physician alleged infection. Erosion was not present. A culture was performed and was negative. The event was resolved by explanting and replacing the system on the patients right side. The patient was in stable condition.